Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that are seeing here at our facility as excess silicone (droplets or globs) in unfilled units prior to use. The silicone is presenting as though there is material or what we would call ¿particulate¿ stuck on the syringe stopper. This is identified through our visual inspection program. Because we are unable to decipher real time if these are silicone, these units are required to be rejected in our process and evaluated by our internal chemistry lab. Verbatim: complaint via email. Email(s) attached. I wanted to share some examples of what we are seeing here at our facility as excess silicone (droplets or globs) in unfilled units prior to use. Please see the attached document (areas of concern are circled in red with descriptions below each picture). These examples are from an unfilled bd 50ml syringe lot 6005434. I am hoping you can help me with the below questions: do you perform visual inspection on all units after manufacturing? If so, is excess silicone something your team looks for during your visual inspection process? What are the requirements for silicone? Would these syringes meet your specifications and are deemed as acceptable? The reason I am asking is because after we fill units with the attached examples, the silicone is presenting as though there is material or what we would call ¿particulate¿ stuck on the syringe stopper. This is identified through our visual inspection program. Because we are unable to decipher real time if these are silicone, these units are required to be rejected in our process and evaluated by our internal chemistry lab. We understand lubricant is needed for the functionality of the syringe; however, we are looking to see if there is any additional information you can provide us on how you control this during you manufacturing process and inspection process. Anything information would be greatly appreciated.".